Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "resistance auxiliary biopsy channel" involving pentax model eg-2990i/serial (B)(4). No further information was provided at the time of the report. Additional information received from the user confirmed the event occurred during the diagnostic procedure and no adverse events occurred. The user was unable to pass the forceps down the channel. The procedure was able to be completed with the device. No further information was provided. The device was returned to pentax on 06/28/2021. Pentax service inspectional findings included: primary operation channel crimped at biopsy inlet t-piece, passed dry/wet leak test, lightguide prong cover glass set loose, endoscope failed electrical safety test - plct, light carrying bundle distal cover glass right chipped, fluid invasion in pve connector, fluid invasion not observed in control body, pve electrical connector frame mild corrosion. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tubes, bending rubber, angle wire. The device has been routinely serviced by pentax since install.